Event description:
Caller states that the patient tested 1.0 inr and 1.8 inr during duplicate testing while a comparison lab returned as 1.8 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.